Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during investigation, the audio bolus button (abb) was found to be inoperable. The pump cover was removed and the abb slug was observed to be missing. During investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed an inoperable audio bolus button and a cracked/damaged battery compartment. This report is made based on results of investigation completed on 21-feb-2018.